Event description:
It was reported the patient¿s device wasn¿t working and hadn¿t been working for years and the patient ¿can¿t stand it.¿ it was stated the patient didn¿t know exactly when things ¿stopped¿ and they were redirected to their healthcare provider. Additional information has been requested. If additional information becomes available, a supplemental report will be filed. Reference manufacturer report #3004209178-2013-12882.

Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3889-28, lot# j0455453v, implanted: (B)(6) 2005, product type: lead. Product ID: 3095-10, serial# (B)(4), im planted: (B)(6) 2004, product type: extension. Product ID: 3889-28, lot# j0427663v, implanted: (B)(6) 2004, product type: lead. Product ID: 3023, serial# (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. (B)(4).